Event description:
The customer reported, the left monitor failed to display video. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor was replaced. The system was then found to be operating as intended.